Event description:
Three months following the index procedure, there was occlusion in one of the three stents treated. This patient presented to cath and pre-procedure medications included enalapril, asa and vytorin. The pre-procedure labs drawn were as follows: wbc 8.9, rbc 5.3, hgb 16, hct 46.3, mcv 88, mch 30.4, mchc 34.6, rdw 13.9, platelet count 233, mpv 10.1, scr .8 mg/dl, ef 60%; crp, ck, ck-mb, and troponin not done. Intra-procedure medications included heparin and ntg. Pci was performed on a 75% de novo lesion in the proximal circumflex of 10mm in length in a 3.5mm diameter vessel. The (b2) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was not pre-dilated before deploying one 2.5/13mm cypher stent at 16 atm with satisfying results by visual estimate. Residual diameter stenosis was not available. Timi iii flow was recorded pre and post-procedure.